Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, field service engineer (fse) arrived onsite to troubleshoot. Fse could not replicate issue. Fse took many 2d images but were successfully loading upright. Fse spoke with learned the rt tech was accidently hitting the f keys on the keyboard that rotate the image. Fse educated said rt tech. System functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the ap and obl images were appearing diagonal in orientation on the mobile viewing station (mvs). This was occurred intra operatively. Troubleshooting was performed, site rebooted the system which resolved the issue. There was a reported delay of less than 1 hour and no reported impact to patient outcome.